Event description:
Per the clinic, the patient experienced noise, cascades of sound, buzzing, tinnitus, severe feedback and high-pitched squealing sounds which led to discontinue the use of the external device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Additionally, the patient experienced skin lesions, wound infection and wound dehiscence. Subsequently, the patient was hospitalized (specific date not reported) and during the admission, the patient underwent surgical cleaning procedure and was administered with antibiotics (specific date, type and duration was not reported) and the patient remained under observation for 24 hours. Following discharge, the patient continued antibiotic therapy and was treated with topical antibiotics (specific date and duration was not reported). Eventually, the device was explanted on (B)(6) 2026, due to incorrect electrode placement and poor device performance from activation. It is unknown if there are plans to reimplant the patient as of the date of this report.